Manufacturer narrative:
Patient information was unavailable from the site. Device lot number unavailable. The device has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported the tip of the cannulated tap was broken during tapping. It was noted some part of the produced was unable to be retrieved and remained in the patient¿s body. This issue occurred intraoperatively, and it was unknown if it caused any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the procedure was a posterior spinal fusion.

Manufacturer narrative:
The tap was returned to the manufacturer for analysis. Analysis found the tip of the returned tap had been broken off. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.